Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 2,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. A chest x-ray was performed and found a separation of insulation and possibly outer conductor clavicle. Subsequently, this ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.